Event description:
Additional information was received from a healthcare provider (hcp) stating that the company representative (rep) helped them resolve the issue without any complications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a810, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient currently receiving intrathecal fentanyl 840 mcg/ml at 512.9 mcg/day and previously receiving intrathecal fentanyl 1,200 mcg/ml at 488 mcg/day via an implanted pump for spinal pain. It was reported the patient got refilled with a different concentration of fentanyl, but they had programmed a bridge and an hour ago and want to know what to do when the patient came back in another hour. Technical services (tss) reviewed cancelling bridge, programming correct drug info (dose/concentration etc.) And adding a new advanced bridge. Tss calculated that in 2 hours¿ time since start of bridge, 0.034ml would have been dispensed. The catheter volume of 0.193ml + 0.289ml (for internal tubing volume) minus the dispensed volume =0.448ml to bridge. Additional information was received, and it was clarified that the programming error was a concentration entry error. They had accidentally entered in the incorrect concentration and needed to correct that when the patient came back. The hcp was using a tablet.